Event description:
It was reported that the surgeon inserted an cc4204bf one piece collamer lens and the haptic was torn during insertion. The incision was enlarged to remove the lens, but no sutures were required. Another lens was successfully implanted.

Manufacturer narrative:
Evaluation results: visual inspection of the returned products showed that a haptic had been torn off and was missing. There was evidence of a clear surgical residue. Conclusion: based on the complaint history and evaluation of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector and cartridge were not returned for evaluation.